Event description:
Patient was revised to address pain and burnishing on the head and liner. Update received (B)(6) 2015. Clinical der states that patient was revised due to reaction to metal debris. Update rec¿d (B)(6) 2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the patient's medical records upon revision the patient was noted primary implant note the patient's femur was cracked during implantation of the femoral to have armd, wear on the head and scuffing on the liner, and corrosion on the head neck junction. Also noted, the patient had elevated chromium levels. It was noted in the stem, so the stem was removed and exchanged for a larger one. At this time two femoral stems are being added to the complaint. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).  UDI: (B)(4). (B)(4) used to capture (medical device removal).

Event description:
After review of medical records, patient was revised to address failed total hip arthroplasty on adverse reaction of metal debris. Revision note reported there was some metal staining of the hip capsule as well as an effusion of the hip, there was stripe wear of the femoral head and some scuffing of the acetabular metal articulating surface, minimal corrosion at the head and neck junction, and wear and stripe type phenomenon on the femoral head, and the liner was inspected and shows a little bit of wear. It was also mention that there was no evidence of loosening of the femoral component.